Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine cb was selected for treatment of the target lesion with resistant nodular calcium present. During the procedure, the balloon ruptured when inflated to high pressure. The device was removed from the patient, and the physician noted the shaft of the catheter appeared abnormal upon removal. The procedure was successfully completed and there were no patient complications.